Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the axes controller platform (acp) involved with this complaint to perform failure analysis and the complaint was confirmed. Upon visual inspection, no issues were found that would be related to the reported event. The board was then installed, successfully programmed and tested on an in-house system where error 40106 was not triggered at startup; however, error 32098 was triggered instead. This acp board was tested with a known good unit and was able to be verified as the source of error 32098 fault. The root cause was attributed to a faulty acp5 board causing communication issues within the patient side cart (psc).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced axes controller platform (acp) to resolve the issue. The system was verified and ready to use. Isi has not received the acp for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure that non-recoverable error 40106 occurred. The customer power cycled the patient side cart (psc) several times, with no change. The intuitive technical support engineer (tse) had the customer perform a hard power cycle, with no change. The customer brought in another psc to complete the case. There were no reports of patient injury.